Event description:
The customer reported that while using the device the patient bled after activating the energy. The patient had previously had radio therapy. The patient condition post op was good and no issue was raised as a result. The blood loss was not more than 500cc. The surgeon clipped and tied off vessels and was able to control bleeding with traditional methods such as sutures diathermy. However the surgery time was extended by more than 30 minutes. There was no additional blood loss, no extension in the incision and no change in the surgical procedure. There was no tissue loss or damage and nothing fell into the patient.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found eschar in the jaw hinge. The customer reported that when using the device the patient bled after sealing. The reported condition was not confirmed. Inspection noted eschar caked on the seal plate and lodged in the hinge area of the jaw. The investigation found the jaw gap exceeded the specification at the back of the jaw. After cleaning the jaws, the jaw gap was acceptable. The device was mechanically tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The device was plugged into the generator and activated on simulated tissue with acceptable results. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No alarms were generated during activation. The investigation identified the root cause of the reported event to be attributed to infrequent cleaning allowing tissue to build-up and attempting to seal with the tissue in the jaw hinge. The IFU warns; do not place the vessel and/or tissue in the jaw hinge. Place the tissue in the center of the jaws. The IFU states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.